Event description:
The account alleges that when attempting to acquire vascular access during a procedure, the access guidewire tip snapped/detached within the patient during removal. The foreign body was successfully removed by the physician. No additional information has been forwarded to the manufacturer at this time. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause is attributed to use error. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.